Event description:
It was reported that oversensed noise on the right ventricular (rv) channel of this cardiac resynchronization therapy defibrillator led to one round of inappropriate anti-tachycardia pacing being delivered. Technical services provided troubleshooting recommendations. The physician elected to program tachy therapy off and hospitalize the patient until a resolution was reached. This device remains in service. No additional adverse patient effects were reported.